Event description:
It was reported that the patient had a revision reverse shoulder on (B)(6) 2013. Upon xray review, it appeared that the glenosphere was loose, there was significant inferior notching, and the humeral stem may be malpositioned. Interoperatively, it was discovered that the notching and glenosphere loosening was due to a base plate that was positioned approx 1cm too superior on glenoid face. Subsequently, the humeral component eroded the inferior glenoid when the patient adducted. The bone loss then led to the humeral component prying at the backside of the glenosphere/base plate junction and eventually loosening the glenosphere. Upon inspection, the base plate and humeral stem were solid and undamaged, so they were left in. Add'l inferior bone was removed prior to inserting a new glenosphere/poly.

Manufacturer narrative:
The manufacturer did not receive the affected device. A couple of x-ray pictures were provided though. The lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the info provided, but as soon as we have more info or that the device be returned for investigation and the result becomes available, an updated report will be submitted. (B)(4).